Event description:
It was reported that patient with this right atrial (ra) lead stated that the leads were returned and "all sorts of blood inside". There is no further information available and to date, the lead remains implanted. No additional adverse patient effects were reported.